Event description:
It was reported that during prep, a leak was identified near the proximal hub of the pta dilation ctr. There was no pt involvement.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cft part 803. The device history records are currently being reviewed. Th device has not been returned to the MFR for eval. The investigation is currently underway. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.